Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received stuck button alarm. Customer¿s blood glucose was 14.3 mmol/l. Customer states they did not press a button down for 3 minutes or longer. Customer stated that they were not able to clear the alarm. Troubleshooting was performed. Customer was advised the insulin pump will need to be replaced and revert to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had frozen display due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to frozen display. Keypad unresponsive/button error alarm unknown.